Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited rising thresholds. The ra lead was capped and replaced. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.